Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was cracked around the reservoir compartment. Blood glucose level at the time of the incident was 85 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.